Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint evaluation for this serial number ((B)(4)) was confirmed (reference: MDR number 3006260740-2019-02358).

Event description:
Per sales rep, the customer has noticed for the past few months the machine has been shutting down without the low battery indication.